Event description:
It was reported that the drive support cap is flush. The insulin pump was dropped. The blood glucose reading is 212 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk. The insulin pump received with cracked reservoir tube.